Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "problem notify = options not found already setting date and time and restart all voltage test poin mainboard good. Download error log (event) = eksport failed. Download error log (inst report) = eksport succesfully download transfer = eksport succesfully." No patient was involved.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: hamilton medical ag has not received the hamilton-c3 or components. No further information has been received. However, the technician on site informed, that the esm board was replaced and the device functioned as intended again.